Event description:
It was reported the pt's ipg was relocated due to her experiencing discomfort at the ipg site. The procedure took place on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.